Event description:
It was reported that device entrapment occurred. A rotapro 1.75mm and rotawire drive were selected to treat a 95% stenosed target and severely calcified and severely tortuous lesion within the coronary artery. After ablation the devices were attempted to be removed but were stuck. A kink was present on the rotawire drive. Both devices were removed together as one unit. The procedure was completed and no patient complications were reported.